Event description:
It was reported that externalized conductors were observed via diagnostic imaging when the patient presented to the hospital for abdominal pain. The patient was diagnosed with systemic infection that was unrelated to device. No electrical anomalies were detected on the lead. The physician explanted the system for infection. The patient will be reimplanted with a new device in four weeks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.